Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the probe t valve and checked fluid connections. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that reagent probe collar wash a is leaking onto the reaction carousel in synchron lx20 clinical system. No injury has been reported in connection to this event.